Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited non-capture and low r-wave measurements. An x-ray was performed and showed the lead had dislodged a revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.